Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a physician contacted technical service (ts) regarding a cardiac resynchronization therapy defibrillator (crt-d) device exhibiting noise, high out of range pacing impedance (greater than 3,000 ohms), and inappropriate atrial sensing. The physician advised the crt-d device was implanted in 2017. Currently, the crt-d device estimated battery longevity is 3.5 years remaining. It was recommended 2 years ago, that the right atrial (ra) lead was damaged, and was recommended to perform a lead revision, when device reaches end of life (eol). At this time the physician advises due to increasing issues with the ra lead, they will perform a lead revision in the near future. Several attempts to obtain the model/serial of the device have been unsuccessful. Attempts to obtain the manufacturer or model/serial of the ra lead have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.